Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant cardiac troponin I (ctni) patient result was obtained on the dimension vista 500 system. Siemens is investigating the event.

Event description:
A discordant elevated cardiac troponin I (ctni) result was obtained on a patient sample on the dimension vista 500 system. The result was not reported to the physician. The customer stated that the patient was negative for troponin t by an alternate methodology. There was no known impact on patient treatment or care and no alleged patient harm due to the discordant elevated ctni result.

Manufacturer narrative:
MDR was filed on 29-jan-2019. New information (26-feb-2019): siemens healthcare diagnostics headquarters support center (hsc) completed the investigation of the event. Hsc has reviewed the information provided and the instrument data. The quality control (qc) and calibration were within expectation on the dimension vista for the troponin I (ctni) method. No other patient samples were reported to have been falsely elevated. The sample was returned to the siemens technical support laboratory (tsl) for evaluation. The hsc evaluation of the investigation results indicates a patient specific interference causing discordant elevated troponin I results which are also elevated above the 99th percentile by two alternate siemens troponin I methodologies. The patient sample was treated with a heterophile blocking tube (hbt) but the results for all three siemens methodologies remained elevated. The cause of the event is unknown. There is no evidence of a product nonconformance. The device is performing within specifications. No further evaluation is required.